Event description:
During an atrial fibrillation ablation, a pericardial effusion occurred requiring a pericardiocentesis and surgery. The patient became hypotensive and an intracardiac echo reveled a large pericardial effusion. A pericardiocentesis was performed, but the patients condition continued to deteriorate. Cardiothoracic surgery was consulted and a pericardial window was performed and ultimately the patient had to have the chest opened and surgical repair of a left atrial posterior wall perforation. The patient left the ep lab in stable condition and is recovering.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and flow rate testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.